Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient and a friend or family member of the patient. It was reported that the patient was uncomfortable and miserable during the trial. The spot was sore, he couldn't sit, he had a funny feeling in his rectum, and he had stimulation issues, although he noted that he could adjust stimulation down. The lead on the right side wasn't working when trying to adjust, and it turned out it was unhooked. The healthcare provider had him change sides. The patient typically went to the bathroom one to three times a night, and during the trial it was approximately twice a night. There was no change to the bowels. The patient wasn't satisfied with the trial and he thought it was unsuccessful, but his healthcare provider indicated that it was a success based on the tracking logs. The issues occurred around (B)(6) 2016.